Event description:
It was reported that a mildly tortuous, heavily calcified left anterior descending arterial lesion was pre-dilated with a voyager nc (3.0 x 8 mm) on the first inflation at 12 atmospheres (atm) . On a second inflation, the voyager nc (3.0 x 8 mm) was dilated at 16 atm. The inflation with the voyager nc (3.0 x 8 mm) was unusually long at 5 seconds during the second inflation. The voyager nc (3.0 x 8 mm) was deflated and removed. Outside of the patients' anatomy, the balloon was found to have a pinhole rupture. A non-abbott balloon was used to complete the procedure without difficulties. There was no patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dll: guide wire: runthrough hyper coat. Guide cath: axess jl 3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency